Event description:
Patient intubated with 7.5 teleflex ett. It came from the airway cart in the sicu. Connector kept popping off. Extubated and reintubated with different brand 8.0 ett without difficulty or clinical significance. Connector detached from ett. Twice while in the patient's room. Patient¿s ett continuously disconnecting from ventilator despite end being taped to vent tubing. Unaware of brand of ett. Manufacturer response for ett, ett (per site reporter). These situations occurred in [redacted date]. We are working through a backlog of reports. Issues have been resolved.